Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed; however the shaft was noted to be bunched which may be what was perceived as the issue with the inner lumen. Additionally a 9m tear in the guide wire exit notch was noted. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation, the doc extension and balance middleweight (bmw) guide wire connected. An attempt was made to load the 4.0 x 28 mm xience prime stent delivery system (sds) onto the guide wire; however, resistance was noted with the doc extension. The physician believed that there was something wrong with the sds inner lumen. The procedure was completed successfully with a new doc extension and a new xience prime sds. The same bmw guide wire was used. There were no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found that there was a tear in the guide wire exit notch.